Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00771101100, item name: femoral stem, lot #: 61652418, item number: 00875101336, item name: neutral liner, lot #: 61666079, item number: 00875705801, item name: acetabular shell with cluster holes, lot #: 61311301. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 6 years post-implantation due to pain and swelling, corrosion and metallosis. No additional information is available at this time.

Manufacturer narrative:
Concomitant medical products - item number: 00625006540, item name: bone screw, lot #: 61929785, item number: 00625006530, item name: bone screw, lot #: 61948749. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03097. Reported event was confirmed by review of operative notes. During the revision surgery, tissue damage and trunnion corrosion were noted. Additionally, the shell was revised as the initial implant was noted to be sitting proud within the acetabulum. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 5 years post-implantation due to pain and swelling, corrosion and metallosis. During the revision surgery tissue damage, trunnion corrosion and a malpositioned acetabular shell were noted. The head, liner and shell components were removed and replaced. No additional information is available at this time.